Event description:
The complainant reported that during a procedure, the catheter tubing broke. Another manufacturer's catheter was placed and the procedure was completed. No harm or injury to the pt was reported. [This report is for 1 of 2 suspect devices. The other device is reported on MDR number 1628221-2009-00014].

Manufacturer narrative:
Device evaluation: the suspect catheter was returned for eval. The catheter was examined visually, and the complaint was confirmed. The catheter was twisted, flattened, and kinked; however, it was not separated or detached. The lot history was reviewed and one add'l complaint has been received relating to this event. A total of three complaints have been received within the product line relating to catheter twisting. It is noted that the pt had arthrosclerosis and convolute ileac arteries which may have contributed to the device failure. Evaluation method: device history record was reviewed. Results: catheter. Conclusions: no conclusion can be drawn.